Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to pain and metallosis. During the procedure, the threads on the slap hammer fractured off inside the handle of the stem inserter. Components were removed and replaced with competitor product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08382 / -08383).